Event description:
At initation of dialysis treatment a leak is reported in the venous tubing below the drip chamber. Blood loss from the leak was minimal, however due to potential for contamination the blood volume in the venous bloodline was discarded resulting in estimated blood loss 82cc. MDR is filed for blood loss only. No pt injury or need for medidcal intervention is reported.